Event description:
It was reported that a pump activated an altitude alarm. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was initially suspended due to the alarm, but technical support instructed the caller to clean the pump's speaker holes and attempt to resolve the issue by removing and reconnecting the cartridge. When the issue persisted, the customer was advised to load a new cartridge, which successfully resolved the problem, and the pump resumed normal operation.